Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula kinked events on (B)(6) 2026 and (B)(6) 2026. The events occurred three or more hours after insertion at the upper buttocks site. The infusion set was in use for four hours during the first event, and six hours during the second. The patient's blood glucose level was high and was treated with a correction bolus via pump. The patient replaced the infusion sets and successfully resumed insulin deliveries. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.